Manufacturer narrative:
The reason for this revision surgery was the stem became loose after 4.5 years in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 13 prior complaints reported against this part number; summary of investigations: 5 for trauma, 3 for infection, 3 for looseness and instability, 2 for pain. This is the first complaint against this lot number. The stem was reported to have became loose while the patient was being active. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the stem became loose when the patient was being active.